Manufacturer narrative:
The lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. The devices for both malfunctions were not returned for evaluation, as well as medical records were provided and reviewed. Therefore, the investigation for the two reported malfunctions are confirmed for perforation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced perforation. This information was received from various sources. This malfunction involved two patients with no consequences. One patient is a (B)(6) year old male and the other is a (B)(6) year old female. Both of the patients' weights were not provided.